Manufacturer narrative:
Company representative evaluated the system and found a bad o2 sensor. Customer was advised to replace the o2 sensors.

Event description:
Customer reported the as3000 anesthesia delivery system was not functioning properly, which may have resulted in loss of anesthesia monitoring. No patient injury was reported.